Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). An ophthalmic technician reports a patient is overcorrected in the left eye following refractive surgery over an iol implant. The surgeon's target was plano and at 1 month post-op, this patient's manifest refraction was +.50 -.75 x 80. Bcva was 20/20, a one line improvement from pre-op, and ucva was 20/25. The safety and effectiveness of this laser system has not been established for patients with previous corneal or previous surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).